Event description:
Procedure: colectomy. According to the reporter: the stapler locked down on tissue and would not release. The stapler was removed by sliding it off from tissue. Tissue was torn and was sutured to repair to complete the case. Approximately 10-15 mins was added to operating room time.

Manufacturer narrative:
Initial report sent to FDA on 02/11/2009.